Event description:
In 2008, it was reported to boston scientific corporation that during the unpacking of a zero tip basket a "split on the top sterile strip, as if cut by a sharp object" was observed. According to the complainant, this was observed in the main delivery area and did not involve a patient.

Manufacturer narrative:
Initial impression of the device upon receipt is "unopened, but long cut in the pouch and on the tray."